Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0, serial #: (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2019-09-30, UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-09-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller had electrical fault alarms accompanied by a controller fault alarm, and the ventricular assist device (vad) driveline cable had some contamination. It was noted during inspection of the driveline connector that axial movement during manipulation felt minimally sticky, and visual inspection showed a slightly blackened pin on the connector and controller. The controller was exchanged and a driveline connector cleaning was performed. No patient complications have been reported as a result of this event.

Event description:
A shoulder pack was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) pump was not returned for evaluation. One (1) controller and one (1) shoulder pack with were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed through visual inspection of the returned controller which revealed contamination in the driveline connector port. A driveline cleaning procedure was performed to mitigate the reported conditions. Additionally, it was found during failure analysis of the returned shoulder pack that one side of the black nylon webbing was broken. The most likely root cause of the broken nylon webbing of the shoulder pack can be attributed, but not limited, to wear and/or due to the handling of the bag. Log file analysis revealed fourteen (14) electrical fault alarms logged on (B)(6) 2019 which lead to one controller fault alarm due to open fet. The electrical fault alarms were due to an open phase on the rear stator resulting in the pump running on a single stator (front stator only). Based on the available information, the reported electrical fault and controller fault alarms were caused by contamination/foreign material of the driveline cable connector. An internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. The most probable root cause has been attributed to design/training issues. Additional products: d4: controller 2.0, (B)(4). UDI #: (B)(4). D10: yes, return date: 08-mar-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 19, 12 d1: heartware ventricular assist system ¿ shoulder pack d4: model #: 2060 / catalog #: 2060 / expiration date: unk / serial or lot#: unk UDI #: (B)(4). D10: yes, return date: 08-mar-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c62973 h6: FDA method code(s): 10 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.